Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose levels. Customer stated that she had low blood glucose since the insulin pump was exposed to a magnetic field, she had an x-ray and was wearing the insulin pump. Customer also stated that her sensor was alarming sensor error and calibration error. Nothing further was reported.